Event description:
One sample of ivenix administration set was returned for evaluation. Upon visual inspection, the gold foil corresponded to the specific code set-0021-25 per the applicable drawing. No visual defects found. Primary line infusion passed was tested with a set rate of 0.5ml/hr and set volume of 0.1ml and primary line was connected to a saline solution bag, the cassette started to drip in the pump. During the set-up alert "cassette contains air" was replicated/displayed in the lvp pump. During a microscopic evaluation was observed a displaced diaphragm. An underwater test was performed at 20 psi, bubbles were observed coming from the cassette, confirming the leak. A dye test was performed and was observed a leak at secondary inlet valve. The customer complaint is confirmed. The reported leak could be related to a misplaced diaphragm which resulted in a leak when the diaphragm was actuated by the valve pins in the pump. An internal investigation was opened to mitigate this reported failure. The current process controls detection includes 1) 100% leak and occlusion test is performed through the leak and occlusion test machine in order to capture units with any blockage or leak failure mode, 2) quality sampling for final physical testing, for performing a flow and underwater leak tests, 3) 100% visual inspection during the manufacturing process and final physical inspections. The batch record fa24a22277 was reviewed. No exceptions were generated that could classify as a possible root cause of this defect. The finished good lot has passed all sampling acceptance criteria for all tests performed including in-process testing and product testing.

Event description:
The following has been reported: nurse reported: leaking at the corner of the cassette during infusion. No patient harm/infusion stoppage reported. A preliminary review of the logs identified the following issue: administration set leak (external part) unknown if issue stopped an active infusion. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.